Event description:
It was reported to the manufacturer by the end user, per the end user, patient was receiving care and it (comfort extension) broke and she fell out to the floor. We just sent her out to check for injury. We just contacted the ER and the only injury they reported was a hip contusion (bruise). Complaint#s (B)(4) were entered into our system to have the comfort extension returned to joerns for investigation. As of this writing, the comfort extension has not been returned.